Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous as there was a fracture of inner coil near is-1 end.

Event description:
It was reported that lead was unable to be implanted due to high pacing thresholds, helix unable to extend and placement difficulty. No adverse patient effects.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that lead was unable to be implanted due to high pacing thresholds, helix unable to extend and placement difficulty. No adverse patient effects.